Event description:
It was reported that the device was used during an unk procedure. The abdominal air leaked. Another device was used to complete the case. There were no adverse consequences to the pt. Device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.